Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer reported that one time blood glucose was 200 mg/dl and sensor glucose was 55 and another time blood glucose was 105 mg/dl and sensor glucose was 135. Customer did not want to troubleshoot for sensor glucose versus blood glucose differences and just wanted to return the glucose monitoring system. Customer reported of being hospitalized as a result of insulin pump going into threshold suspend when blood glucose was not low. Customer went to the emergency room on (B)(6) 2016 with blood glucose of 495 mg/dl. Customer was feeling nauseous. Customer was treated with fluids and was sent home due to customer's request as she wanted to treat herself at home with fluids.